Event description:
A blood glucose lab comparision was performed on a patient. The lab result was 128mg/dl, on the device the result was 206mg/dl, and on another device the reading was 117mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.